Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.75mm x 12mm nc emerge® balloon catheter was advanced for pre-dilation. However, during the first inflation at 6 atmospheres for 5 seconds, a contrast media leakage was noted under cine and it was confirmed that the balloon ruptured. The procedure was completed with a 2.5mm non-bsc balloon catheter. No patient complications nor injuries were reported.